Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating. The physician observed a fluid leak and puncture in the tubing connected to momentary squeeze pump. The cylinders and reservoir were flushed out with sterile saline and tested for rigidity. Additionally, a scrotal washout was performed. The pump was explanted and replaced. There were no patient complications reported.